Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the hospital after receiving a shock. Device interrogation revealed noise on the rate/sense channel which was oversensed and resulted in shock delivery. Additionally, high out-of-range pacing impedance measurements were observed along with a decrease in r-wave measurements. An invasive procedure was performed. The lead was found to have fractured. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the rs- coils were fractured at the distal end of the suture sleeve. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.